Manufacturer narrative:
Insulin pump had an intermittent button response noted on up arrow button due to corroded keypad trace. No unexpected numbers ramping noted. Insulin pump had a broken reservoir tube lip, broken belt clip slot, cracked battery tube threads, minor scratches on lcd window, cracked case at display window corner, scratched reservoir tube window and stained end cap sticker.

Event description:
It was reported that the numbers on the insulin pump were ramping up when pressing any button. It was noted that the buttons on the device were not working properly. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.